Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. Test strips were used to confirm and the machine alarmed. Estimated blood loss was 100 cc's. Patient had no adverse effects and no medical intervention was required. Pt completed treatment. Sample has not been returned to manufacturer.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow report will be filed upon completion of the investigation.